Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 680mg/dl. It was stated that the reservoir and infusions set had been discarded. Reviewed the bolus history and found that the customer has bolused on (B)(6), and he did not bolus again until (B)(6) 2011. Advised that the customer should call back to troubleshoot the insulin pump after he is released. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.